Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Broke to pieces inside - vagina [foreign body in reproductive tract]. As I went to change it, it broke to pieces inside- tampon [complication of device removal] tampon broke to pieces [device breakage]. Consumer reported on rating/reviews site that as she went to change the tampon, it broke to pieces inside her. No serious injury was reported.

Event description:
Broke to pieces inside - vagina [foreign body in reproductive tract]; as I went to change it, it broke to pieces inside- tampon [complication of device removal]; tampon broke to pieces [device breakage]. Consumer reported on rating/reviews site that as she went to change the tampon, it broke to pieces inside her. No serious injury was reported.

Manufacturer narrative:
11-jan-2021: correction of suspect medical device. There is insufficient information to perform a product investigation.